Event description:
The clinician reports the implant was inserted (B)(6) 2016 in the patient's mouth. Details of surgery: immediate extraction site. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii, poor oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility, hypersensitivity and inflammation. No further patient complications were reported.